Event description:
This is being filed to report gripper actuation issues noted during preparation of the device for use. It was reported that during preparation of the mitraclip delivery system, while testing both grippers, one gripper failed to actuate. The gripper was noted to not lower all the way down to the clip arm. The clip delivery system (cds) was not used and was replaced with another cds. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close associate with the gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation. There is no indication of a product issue with respect to manufacture, design, or labeling.